Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: injury int. J. Care injured. 2008; 39: 1198-1203. Doi: 10.1016/j.injury.2008.05.008. (B)(4).

Event description:
It was reported via journal article: title: "bridging-minimally invasive locking plate osteosynthesis (bridging-milpo): technique description with prospective series of 20 tibial fractures." Authors: timothy h.d. Williams, willem schenk. Citation: injury int. J. Care injured. 2008; 39: 1198-1203. Doi: 10.1016/j.injury.2008.05.008. Bridging-milpo provides an alternative to other internal and external devices in the management of tibial fractures. The authors described a reproducible technique of bridging-minimally invasive locking plate osteosynthesis (bridging-milpo) in both metaphyseal and diaphyseal fractures of the tibia using a stainless steel locking compression plate (lcp) and locking screw. A total of 20 consecutive patients (14 male and 6 female patients; age range: 12 to 85 years old) with a unilateral tibial fracture were treated using bridging-milpo over a 31/2-year period between november 2003 and june 2007. During the surgical procedure, wound closure following saline wash was performed with interrupted ethilon (ethicon) to skin. Reported complications included case 2, a (B)(6) female patient with mild ankle pain, case 10, an (B)(6) female patient with wound infection which required oral antibiotics, case 14, a (B)(6) male patient with wound infection which required oral antibiotics. The hypothesized principle of relative stability was achieved through a locking plate. These show the plate in situ, bridging the fracture with a resultant lateral callus formation from the proposed micro-motion induced by immediate full weight bearing. Bridging-milpo has provided a typical pattern of fracture union through callus formation.